Event description:
Consumer claims to have been pierced at a retail vendor on 12/26/1999. On 1/11/2000 consumer sought medical treatment for embedment of one earring. The dr removed it and prescribed an antibiotic ointment.